Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experience constant low voltage which was suspected to be due to frayed driveline. Log files were submitted for review and captured multiple odd low power advisories that did not appear to be associated with a power exchange. There were no other unusual events recorded in the log file event history. It was later reported that the alarms resolved with a modular cable and system controller exchange.